Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported in experience was likely the result of instability, more specifically "varus and valgus laxity with no specific mid-flexion instability." The reported event was a ¿revision due to varus and valgus laxity with no specific mid-flexion instability.¿ therefore, neither the DHR nor the sterilization records were reviewed. Flexion contracture/varus valgus deformity is listed in the device specific risks section of the optetrak and optetrak logic total knee system IFU 700-096-119. The case report form indicates this event has been resolved with revision surgery on (B)(6) 2019. Section h11: (g4) the initial report had the incorrect awareness date, it should be (B)(6) 2019.

Manufacturer narrative:
Pending evaluation. The case report form indicates this event has been resolved with revision surgery on (B)(6) 2019.

Event description:
Index surgery: (B)(6) 2017. Revision due to varus and valgus laxity with no specific mid-flexion instability. The case report form indicates this event is possibly related to device and procedure. The case report form indicates this event has been resolved with revision surgery on (B)(6) 2019. This event report was received through clinical data collection activities.